Event description:
Per the clinic, the patient experienced pain around the implant site and dizziness with and without device use; however, the issue could not be resolved. The device was explanted (B)(6) 2012.there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).